Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on 10-jan-2024 where infusion set tubing detached from hub. The blood glucose level of the patient was over 1000 mg/dl which the patient tried to treat with manual injection and correction bolus. Therefore, on 10-jan-2024, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Further the patient went to intensive care unit. During hospitalization, the patient received fluids of insulin, and insulin drip intravenously as corrective treatment which resolved the issue. The patient was released from hospital on (B)(6) 2024 in the afternoon. The issue occurred with one infusion set used for two days. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code tubing detached from hub. The batch 6006742 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6006742 were previously tested in complaint (B)(4) on 18/may/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional static pull test of the hub 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6006742 was manufactured according to the wi version 112 in the line 3, on 26/apr/2024, with a total of (B)(4) units. Gluing of tubing the lot 4d00982 was manufactured according to the wi version 11 in the gluing of tubing in the machine igtl01, on 07/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 07/jul/2025 against malfunction code tubing detached from hub and lot 6006742 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.